Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there is sweat inside of the insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the moisture exposure. The customer was sweating in the heat. The sweat is obscuring the display screen and the customer is unable to read anything. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional¿s instruction. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Unable to verify missing segments or partial display due to blank display. Insulin pump had cracked case at display window corners and cracked reservoir tube.